Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of a patient who said he forgot to break the frangible on one of the bags, so the hp took the heater bag off the line and replaced it with the supply bag. This compromised the sterile pathway. Baxter explained that was not proper procedure. The patient was involved but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. The problem was confirmed for use error and the cause was undetermined.